Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a sudden onset of shocking in his hand. The first two shocks were strong, but since then, they are not as intense. The patient saw a nurse practitioner last week and stimulation was reduced. An impedance test was also performed and it was noted that there were no problems. The patient stated that he was turning stimulation off all the time, except for when he was eating; the patient used to leave stimulation on for 24 hours per day. It was also reported that since the shocking started, the patient's balance has been off and his head was "kind of in a cloud"/he was feeling foggy. The patient experienced these symptoms intermittently when stimulation was on, as well. The patient plans to follow-up with his health care provider (hcp) as he has an appointment on wednesday. Please see report number 3004209178-2016-16812.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient saw their healthcare provider (hcp) on (B)(6) and complained of tingling/numbness in the left arm, and a shocking sensation on the left side several times per day. All impedances were checked and found to be within normal range, and the patient was switched to constant current mode from voltage made with the same symptoms observed by the patient. It is unknown if the numbness and tingling are related to the device or therapy. An x-ray is being ordered but has not yet taken place, and the issue was not resolved. See related regulatory report 3004209178-2016-16812.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was sent for a head scan, but the results were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.